Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was in the emergency room for reports of palpitations. Upon interrogation it was noted that the patient had received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD). Initially there was concern the remote monitor that interrogated the patient contributed to inducing the patient into ventricular fibrillation (vf), however boston scientific technical services (ts) discussed this with engineering and noted it was unlikely. It was further observed that the patient was very stressed and physically upset about receiving a shock. Ts suggested performing additional tests with position and posture changes. The cause of the noise was unable to be determined at the time. Approximately eight months later the patient stated they were using their cell phone while lying in bed and received a shock. Review found r waves to be variable pre shock. The shock impedance had decreased from 90 ohms during the previous delivered shock to 66 ohms on this delivered shock. Ts suggested obtaining an x-ray. The patient was seen in the clinic and the noise episodes appeared to be the same as eight months earlier. The signal was noted to be large and is smaller when the patient lays down. When the patient would move to the left the noise was oversensed. The patient has lost 30 pounds to now weight 115 pounds. The s-ICD appeared to be posterior and the field representative was able to palpitate the electrode over the sternum. The field representative observed the s-ICD move with left arm movement. The physician has elected not to reposition or secure the s-ICD due to risk of infection. Reprogramming options were reviewed and the vector was reprogrammed in an attempt to reduce the amplitude changes and noise. At this time the s-ICD remains in service and no adverse patient effects were reported.